Manufacturer narrative:
Continuation of d10: product ID a52300 lot# serial# implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported a return of symptoms about 2-3 weeks ago, said that noticed has to hurry more in order to make it to the bathroom in time. When asked, no changes to regular diet/fluid intake or medications. When asked, they made an adjustment and patient noticed some slight improvement. Patient asked if should make another adjustment and how high to go. Patient's helper provided setting information. Reviewed therapy information and general programming guidance including how setting affects stimulator longevity. When asked, patient said very pleased with results has experienced an overall improvement of around 75%. Reviewed therapy expectations. Patient said will consider making another adjustment. Patient said that did go to healthcare provider office after last call and device was reprogrammed which resolved the maximum settings issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are again seeing the maximum settings message on multiple programs. Agent reviewed role of patient services and redirected to hcp. Patient stated hcp told them hcp doesn't deal with that kind of stuff. Patient stated last time a company rep was the one who helped. Agent reviewed role of rep and patient services and provided phone number for patient to provide hcp if necessary. Additional information was received from a healthcare professional (hcp) later in the day on 2025-jan-28. Agent reviewed troubleshooting they had done with patient over the phone and then transferred caller so they could page a company rep and arrange time to meet with patient at doctor's office.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient is trying to increase stim and the handset won't go above 0. 9 on program 7. Patient is seeing the max settings message. Patient said they have not had this issue before. Reviewed how to change programs. Patient changed to program 5 at 7.0 and was not feeling stim. Patient changed to program 2 and increased stim to 5.0 and was not able to feel stim. Patient said they haven't had any falls or trauma. The patient was redirected to their healthcare provider to further address the issue.